Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to physical stress. In addition to the adhesive around objective lens was peeled due to deterioration or breakage of the adhesive, the additional evaluation findings are as follows: due to a dent on distal end and a pinhole on universal cord, water tightness was lost; bending section cover had a scratch; adhesive on bending section cover had a chip; venting connector of light guide (lg) connector is loose; due to wear of angle wire, bending angle in up direction did not meet the standard value; video connector had a crack and was deformed; video connector case had a crack; lg-cover glass was deformed; label on lg connector was peeled; and forceps elevator (fe) lever surgical products (sp) had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Initial reporter: (B)(6) hospital.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a defect of the bending section of the insertion tube. There was no patient harm associated with the event. The device was returned and evaluated and the adhesive around objective lens was peeled. This MDR (medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below. [Inspection of the endoscope] 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.